Event description:
It was reported the device was on a patient. The ECG was normal however ventricular fibrillation (vfib) was showing on the screen and it recommended doing a shock. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.